Event description:
It was reported that the subject device was uneventfully delivered to the distal basilar artery target lesion; however, severe resistance was encountered while the physician was attempting to deploy the stent across the lesion. Some force was used and the first stent struts were opened inside the vessel; however, the "introducing "delivery system was broken. The whole delivery system was removed and the procedure was completed with another of the same device without any problems. There was no clinical consequence to the patient. Post procedure the patient was reportedly in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was separated on its proximal shaft at 4.1 cm distal to the strain relief and compressed on several places along its distal shaft length. The outer body appeared to be cut with a sharp object on its proximal shaft. The inner body was in the outer body. The inner body was kinked, separated and jammed in the outer body. The inner body was separated in on its proximal shaft just distal to the hub at 4.0cm distal to the hub and also separated just distal to the middle junction. The stent was in the outer body. The stent was partially protruding through the outer body distal end. A lot of blood was noted in the returned device. Functional testing could not be performed due to the observed anomalies; however, friction was noted when moving the inner body in the outer body, and the inner body could not be removed. An unknown guidewire was jammed in the inner body, and was separated near the proximal end. The stent was removed and conformed to its visual specifications. No anomalies were noted with the returned rhv (rotating hemostatic valve). The reported information indicated that the vessel anatomy was tortuous. Based on this information, it is believed tortuous anatomy resulted in high friction during deployment. The high force used during attempted deployment resulted in the reported partial deployment, kinks, compressions, friction and breaks of the inner body catheter. Because this complaint is associated with a product that met all required specifications, but performance was limited due to tortuous vessel anatomy, it was determined that the reported event was related to operational context. A definitive reason for cutting outer body could not be determined.

Event description:
It was reported that the subject device was uneventfully delivered to the distal basilar artery target lesion; however, severe resistance was encountered while the physician was attempting to deploy the stent across the lesion. Some force was used and the first stent struts were opened inside the vessel; however, the "introducing" delivery system was broken. The whole delivery system was removed and the procedure was completed with another of the same device without any problems. There was no clinical consequence to the patient. Post procedure the patient was reportedly in stable condition.